Event description:
Facility reported the lock-up of digital leader with pt on table that caused following error sequences: 'stop sequence time out'. 'Unable to get properties and 'failed to stop sequence. These errors reportedly caused x-ray aborts on the sys. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.